Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. The customer's blood glucose was 600+mg/dl at the time of incident. Trouble shooting was performed and found customer hospitalized at memorial herman greater heights on (B)(6) 2018 with blood glucose level 600+ and diabetic ketoacidosis. Customer did not feel well and was vomiting. Customer insulin pump was removed at the hospital and treated with manual injections. Customer declined to perform a carelink upload. Customer declined to trouble shooting for possible site occlusion or high blood glucose. Customer was unable to complete rewind process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).